Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
The urologist removed the cystostomy catheter and noted that the tip of the catheter was missing/retained in the bladder. The retained tip was confirmed after x-rays. The pt is scheduled for cystoscopy to remove the tip. (B)(6) 2013 - confirmed with customer, the broken piece was removed from the pt and the pt did fine during procedure. And confirmed pt to date is doing well.